Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia for about a day followed by hypoglycemia after a supply change and educator-assisted corrections, with the agent noting that aggressive corrections could have contributed to the low and advising supply checks when glucose remains high for more than two hours. Symptoms included measured low glucose at 67 mg/dl treated with oral glucose tablets without reported symptoms and a measured high glucose at 391 mg/dl without reported symptoms. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting with the user, education on supply checks and escalation, and review of pump use and supplies, including that the user wears insets 23 inches. Investigation of this case revealed no device malfunction reported by the user during the supply change and an unclear cause for the glycemic excursions. It was concluded that the events were consistent with hyperglycemia and hypoglycemia with an undetermined cause, with user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.